Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. The customers problem was confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The moment the device was powered up the device started double beeping, replaced downstream sensor. The root cause was downstream sensor component .

Event description:
It was reported that cadd legacy pump continually beeps when turned on. No patient in jury was reported.